Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt underwent an l4-s1 plif procedure on an unk date. Pt experienced adjacent level disc disease at l3-l4 and the entire construct was removed from l4-s1. Surgeon removed screws, locking caps and rods on (B)(6) 2011. Pt revised from l3-s1 with screws, locking caps and rods. Surgeon was unable to implant the right l4 screw and completed revision procedure without screw. Hardware not available for return. This is the 3rd of 14 reports submitted on this event.